Event description:
A report was received that the patient had fluid drained from the midline incision site as a precaution against it compressing the spinal cord. The patient's symptoms were swelling and mild drainage. The patient is doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2158-70, (B)(4), description:enh p3a ld kit, 70 cm.